Event description:
The procedure was a laparoscopy. While the trocar was in place, in the pt, the balloon deflated. The surgeon tried to re-inflate the balloon, but it would not work. Then, a piece of rubber was seen in the abdoment. It was retrieved. The procedure was finished without further incident. There was no pt injury.